Event description:
-----

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had been exhibiting impedance measurements greater than 2500 ohms. A review of the data from the last follow-up showed elevated measurements with some undersensing which resulted in inappropriate pacing. The patient does not require a lot of pacing and there was no oversensing or pacing inhibition noted. The device was programmed to air mode temporarily and the patient will be followed later in the week. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that one week following the initial clinical observations, a revision procedure was performed and the system was removed from service. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.